Event description:
Customer was going up the driveway, scooter allegedly flipped and customer was injured.

Event description:
Customer was going up the driveway, scooter allegedly flipped and customer was injured.

Manufacturer narrative:
The device has not been made available for evaluation as of yet. Should the device or further information become available, a follow-up report will then be issued.

Manufacturer narrative:
The alleged event could not be duplicated during an extensive test ride.